Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, both clips were jammed. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Microscopic inspection of the first instrument noted presence of clips in the tube. However, it was observed that the pusher bar was buckled, and the firing handle was broken in a manner consistent with cycling through the end of application safety interlock. The red indicator was visible in the window. Functional evaluation could not be performed as the safety interlock feature was engaged. Disassembly of the instrument confirmed the firing handle had broken in a manner consistent with cycling through the end of application safety interlock. Microscopic inspection of the second instrument noted presence of clips in the tube. However, it was observed that the pusher bar was buckled, and the red indicator was visible in the window. Functional evaluation could not be performed as the safety interlock feature was engaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the buckled pusher bar condition may occur under the following conditions, if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired, if a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. Replication of the broken handle (broken interlock) may occur when an attempt has been made to cycle the handle after it has engaged in safety interlock due to the buckled pusher bar. The safety interlock feature engages in order to prevent the jaws from closing in the absence of a clip. The firing handle will fail, as observed, if an attempt is made to over-ride the safety interlock. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.